Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a piece of the device broke and remained inside the pt. The lesion was located in an unspecified bile duct. The rx 7 x 12cm stent delivery system (sds) was advanced to the lesion, however, at an unspecified time during the procedure, the introducer to the stent broke off and was "unknowingly" left inside the pt. At an unspecified time post procedure, the pt presented with abdominal pain and underwent a CT scan which revealed that the retained piece of the device remained in the bile duct and had caused a hematoma on the "castle" of the liver. The physician elected not to intervene due to the patient's terminal cancer. It was further noted that the hematoma is reducing and the pt is "fine".

Manufacturer narrative:
The complainant indicated that the stent remains implanted, and the delivery system was disposed of at the user facility, and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed.